Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The cannula was reported bent. As treatment, the parent changed out the pod and gave a correction bolus of 2 units.

Manufacturer narrative:
The device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. No damages or defects were found with the needle mechanism that would cause a needle mechanism failure. The device data indicated the device operated correctly and was deactivated at 427 pulses. There were no problems found that would cause the reported event. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.